Manufacturer narrative:
(B)(4).

Event description:
Stimulation therapy with the permanently implanted surgically-placed lead was never as good as that achieved during the stimulation trial. The permanent lead was repositioned in a revision surgery. The patient underwent a second stimulation trial using a percutaneous lead. The patient was receiving good coverage from the trial lead. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.